Manufacturer narrative:
(B)(4). Internal file number - (B)(4). Evaluation summary: the investigation concluded that the reported foreign body in patient (gripper line) was likely a result of procedural conditions as the gripper line was cut and was not completely removed from the patient during the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
Subsequent to the previously filed medwatch report, the following additional information was received: on (B)(6) 2018, mitral valve replacement was performed. During this procedure; approximately 30cm of gripper line from the initial procedure performed on (B)(6) 2017 was observed in the patient. The gripper line was surgically removed and the surgical intervention went well. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the difficulty removing the gripper line (gl), gl break and single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip was advanced to the mitral valve and grasping was performed successfully. However, during gl removal, after removing the gl 10 cm, the gl was stuck and could no longer be removed. Troubleshooting techniques were unsuccessful. The gripper line broke and it was noted that the clip detached from the posterior leaflet, remaining attached to the anterior leaflet (slda). Mr returned to 4. Tissue damage is suspected. A biopsy catheter was used to attempt to cut the gl close to the clip, however this was unsuccessful. Approximately 110 cm of the gripper line remains in the patient. The patient is stable. There is no scheduled date for additional treatment. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the clip delivery system (cds) was returned for analysis. All available information was investigated and the reported inability to remove the gripper line and the complete clip detachment (ccd) was confirmed. The reported ccd and single leaflet device attachment (slda) leading to incomplete coaptation could not be replicated in a testing environment as it was related to patient/procedural conditions (operational circumstances). The reported gripper line break could not be tested as the gripper line was not returned, and could not be replicated in a testing environment as it was likely a symptom of the inability to remove gripper line (procedural conditions). A review of the lot history record revealed no manufacturing nonconformities. The complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported ccd and slda appears to be related to patient morphology/pathology and procedural conditions due to a massive p3 prolapse and troubleshooting maneuvers. The reported gripper line break appears to be related to the inability to remove gripper line and the inability to remove the gripper line was due to the gripper line being caught in the frictional element (fe); however, a definitive cause for how and when the gripper line got caught in the fe in this incident could not be determined. The reported worsening mr, tissue damage and embolism was likely a result of patient/procedural conditions. The reported patient effects of mr, tissue damaged and embolism are listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling of the device.

Event description:
Subsequent to the previously filed medwatch report, the following information was provided: on (B)(6) 2017, a follow up echocardiogram was performed and it was confirmed that the clip ((B)(4)) was still attached to the anterior leaflet. However on (B)(6) 2017, an x-ray revealed that the clip was no longer attached from the anterior leaflet; and had completely detached. On (B)(6) 2017, a second mitraclip procedure was performed, two clips were implanted reducing mr from 4 to 2. On (B)(6) 2017, the detached clip was discovered in the leg, a cutdown was performed removing the clip and gripper line without any complication. The patient is stable and was discharged on (B)(6) 2017.